Event description:
Caller reported testing with the freestyle on the arm with an initial reading of 240mg/dl and within 15 minutes, another reading of 353 mg/dl. The caller felt shaky and lightheaded and the paramedics were called. Upon their arrival, they rec'd a reading of 61 mg/dl. Caller was treated with a bottle of coke and food to bring up their glucose level. Caller reported a recent change in medication. Caller is a newly diagnosed diabetic (just over a month). Caller was able to successfully complete a control solution test during the call.